Manufacturer narrative:
Based on the information available, we are unable to determine which edwards transcatheter heart valve was involved in these events. Therefore both PMA numbers are applicable, p13009 and p110021. Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the valve thrombosis in the multiple patient¿s is unknown. As the information provided is from an article, details are limited. It is unknown which, if any patient factors contributed to incidence of thrombosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference for article: mckeown, l. (2015, may 15). Post-tavr thrombus may be more common than thought, often subclinical. Retrieved from tctmd the source for interventionalcardiovascularnews and education: http://www.tctmd.com/show.aspx?ID=128651.

Event description:
As reported by our affiliates in (B)(6), per article "post-tavr thrombus may be more common than thought, often subclinical", valve thrombosis was diagnosed at a mean of 181 days after tavr in 20 sapien/ sapien xt patients. Only 1 patient had discontinued antiplatelet therapy by the time of the diagnosis. While 65% of patients with valve thrombosis had worsening dyspnea as the presenting symptom, 31% had no worsening symptoms and were diagnosed on routine follow-up echocardiography. Tee, performed in 20 of the 26 patients, showed a markedly elevated mean gradient (40.5 ± 14.0 mm hg). Thickened leaflets or thrombotic apposition of leaflets were seen in 76.9% and a thrombotic mass on the leaflets in 23.1%. Patients with thrombotic mass tended to present earlier than those with other causes of valve thrombosis. Importantly, neither echocardiography nor CT showed geometric deformation or dislocation of the implanted valve or evidence of thrombus on the frame. Medical therapy was initiated and recommended indefinitely in 23 patients with valve thrombosis and included oral vitamin k antagonists with or without bridging heparin or heparin without subsequent oral vitamin k antagonists in patients at high bleeding risk. Anticoagulation resulted in substantial decrease in gradient disappearance of the thrombotic mass in all. Of the remaining patients, 2 underwent percutaneous valve-in-valve procedures and 1 had surgical valve replacement. According to physicians, the existence of subclinical valve thrombosis may be explained by the fact that these patients ¿have been preconditioned to the severe accompanying symptoms of severe aortic stenosis; hence, slight changes in breathlessness may go unnoticed.¿